Event description:
The patient reported that about four to five v-go 20 devices came off. The patient confirmed that she is preparing the application site with an alcohol prep prior to applying the v-go 20 device. Patient is applying the v-go device in a standing position. The most recent device that came off was today after patient had taken a shower that was applied about four hours prior. The patient did say that not all of the v-go devices came off in the same time frame.